Event description:
On (B)(6) 2005, I underwent a left total hip arthroplasty. I received a depuy pinnacle 100 cup size 56, a pinnacle metal insert 40mm neutral, tri-lock bps femoral stem size 10 hi offset, and an articul/eze m-spec femoral head 40, +5. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Dates of use: (B)(6) 2009 to present. Diagnosis or reason for use: avascular necrosis left hip.